Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the single chamber implantable pulse generator (ipg) was programmed vvir and used with a right atrial (ra) lead. It was further reported that the right atrial (ra) lead exhibited short ventricle-ventricle intervals due to recent atrial fibrillation (af) episodes. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.